Event description:
It was reported that a caller experienced an error with their continuous glucose monitor, identified as cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by resetting the pump on their own, and the cgm error did not reappear. The caller successfully initiated their sensor session thereafter.